Event description:
Our company was notified on january 23, 2026, of an adverse event involving an arterial catheter at (B)(6) hospital affiliated to (B)(6). Sales personnel visited the hospital that same day to investigate the specifics: the patient was admitted for traumatic subarachnoid hemorrhage. On (B)(6) 2026, at 14:00, an eicu nurse performed an arterial puncture per physician's orders. After successful placement of the arterial catheter, blood continuously leaked from the catheter tubing. Due to high arterial pressure, significant blood loss within a short timeframe could have directly caused hypovolemic shock, posing a life-threatening risk to the patient. The nurse immediately removed the arterial catheter and applied pressure to stop the bleeding. A new arterial catheter of the same model and batch number was successfully inserted without further complications. Our company has reported this incident to the manufacturer and is actively monitoring their response. Concurrently, we are investigating the usage of the same model and batch number at other hospitals and have not received any similar reports thus far.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.